Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from portugal of peritonitis in a patient coincident with physioneal therapy for end stage renal disease (esrd) via continuous ambulatory peritoneal dialysis (capd). Physioneal therapy continued. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2012, ceftazidime ip 2 g/day and cefazoline ip 2g/day was initiated. On an unreported date, initial antibiotic therapy with ceftazidime was ended. This peritonitis event was resolving.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as no sample was returned for evaluation. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.